Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence due to device fluid loss. A surgical procedure was performed to remove and replace all the components. No further patient complications were reported.